Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed sensor error. Customer's blood glucose reading was 400 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. However, the cannula was found bent. It could not be confirmed if the customer received the sensor in this condition as it was returned opened and used.